Event description:
Customer stated during a routine dr appointment, lab result was 72 mg/dl and within an hour the meter read 127 mg/dl while another lab test read 68 mg/dl. It was reported customer was treated with 2 canned pops and a granola bar. A request was made for the return of the suspect device and replacement product was sent.